Event description:
It was reported that the pt received ER treatment for hypoglycemia. No add'l info regarding pump function was available.

Manufacturer narrative:
The pump has not been returned to animas for eval. The reporter did not provide the pump model or serial number, and was unwilling to provide the pt info due to hippa concerns. The reporter stated that to her knowledge, the pt has continued to use the pump with no reported subsequent events. No conclusions can be made at this time.